Event description:
A disposable arthrex flipcutter iii drill broke at the tip of drill bit while surgeon was using it. She retrieved the piece and the rest of device was taken off of the field. While she was using flouro for the procedure, she verified "no metal pieces" from drill were retained. I instructed doctor to report this in her operative note.